Event description:
According to the available information, on tensioning the sling of an altis device, the suture on the dynamic side broke. The doctor was sure that the sling was not tight, and he had just began tightening the sling.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.